Event description:
It was reported that patients lead had high impedances, x-ray imaging revealed patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.